Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2018 it was reported that during surgery, the device would turn on but it would not cut. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome by zimmer biomet (B)(4) on (B)(6) 2018 revealed that the calibration was out of specifications at all settings. The motor speed was below specifications and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included replacement of the swivel, o-rings, bearings, and screws. Air dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by zimmer biomet (B)(4) it was noted that the device operated. However, it operated below motor speed specifications and was out of calibration specifications at all tested thickness settings. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4) a it was noted that the device operated. However, it operated below motor speed specifications and was out of calibration specifications at all tested thickness settings. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign : (B)(6). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the device would turn on but it would not cut. There was no harm and no delay. The surgery was finished with an alternate device. No adverse events were reported as a result of this malfunction.